Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient developed a post-operative infection at the implant site and was subsequently treated with a round of IV antibiotics for a duration of 36 hours (date not reported). The infection reportedly did not resolve, resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with another device in order to allow the site to heal.